Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: internal battery failed" error code (1124). There was no patient involvement when the issue occurred. No patient or user harm reported. The device was being evaluated when the se observed a "check vent: internal battery failed" error code (1124). It was noted that the lithium-ion battery would need to be replaced. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and the "check vent: internal battery failed" error code (1124) was confirmed to have occurred at the repair center. The se reported that the battery was replaced to resolve the issue.